Event description:
It was reported that water leaked from the catheter during the pretest. Per follow up with ibc via email on 24nov2020 it was unknown whether the device was damaged.

Manufacturer narrative:
The reported event was unconfirmed as the problem could not be reproduced. Visual evaluation of the returned sample noted one opened (without original package) used silicone foley catheter was received. Visual inspection of the sample noted no obvious visible defects. The catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1 percent aqueous methylene blue per 100 ml distilled water) and allowed to rest for 30 minutes with no observed leakage. The catheter was passively deflated with no issues. The drainage lumen was flushed with no observed leakage. A potential root cause for this failure mode was unable to determine because the reported event was unconfirmed. The device had met relevant specifications. The product was not used for the treatment purposes. The product did not caused the reported failure. The investigation indicated that the reported issue was not manufacturing or supplier related. Therefore a device history record review was not required. The instructions for use were found adequate and state the following: "[warnings] 1. Method for use: (1) do not inflate the balloon in the urethra. [The urethra may be injured.] (2) do not pull the catheter hard. [The bladder/urethra may be injured.] 2. Applicable patients: patients with delirium who might pull out catheter [when patient tugs at catheter unconsciously, the bladder and urethra may be damaged.] [Contraindications] 1. Method for use: (1) do not reuse. (2) do not resterilize. (3) this device contains 10 percent povidone iodine. For patients with past history of allergic hypersensitivity to povidone iodine or iodine, consider using alternative disinfectants. (4) be careful that the catheter is not exposed to ointments, contrast medium or oil based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (5) do not hold the device with forceps, etc. Avoid contact with any blades or sharp edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] 2. Applicable patients: patients with known allergy to silver coated catheter." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that water leaked from the catheter during pretest. Per follow up with ibc via mail on 24nov2020, it was unknown that if the device was damaged.